Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Pump error 63 (variable 3) was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. No e/a alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the audio of insulin pump was no longer working. The customer¿s blood glucose level was 162 mg/dl at the time of the incident. Customer stated that the insulin pump lose the audio. Customer performed self test, however insulin pump got error and then it was gone. Customer stated that they heard the beeping but it was the same when they kept the volume to 1. The insulin pump will be returned for analysis.